Event description:
During routine patient care rn was suctioning endotracheal tube with halyard in-line suction catheter (2.6mm / 8french). Catheter inserted into breathing tube at appropriate depth and suction applied. As rn began to pull catheter back out of ett, rn noticed that catheter was disconnected from device (closest to where suction is applied) inside of sterile bag and unable to pull out of patient. Rn disconnected entire in-line suction catheter system from ett adapter and manually pulled suction catheter out of breathing tube. New halyard in-line suction was then placed onto the ett adapter. Lot # m6109t502. This is the second similar event at this facility with this device.